Event description:
It was reported that a pt's pump had a motor stall that was confirmed in event logs, with no motor stall recovery recorded. The motor stall was caused by the pt having an MRI or other medical procedure. No pt symptoms were reported. The pt's status was undetermined at the time of the report. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted on: unk, explanted on: unk; catheter accessory: passer model: 8591, lot #: d03814. Correction: device information was obtained and the relevant fields were updated.